Event description:
It was reported that this patient's right shoulder was revised. Surgeon revised case from a total shoulder arthroplasty to a reverse total shoulder arthroplasty with no problems. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) - uhmwpe post aug gleniod large, right 3570479. (B)(6) - equinoxe replicator plate 1.5mm o/s 5338412. (B)(6) - equinoxe, humeral head short, 50mm (beta) 5420492. (B)(6) - equinox square torque define screw drive kit 5558478. (B)(6) - equinoxe, humeral stem primary, press fit 11mm 5582293.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6, h3. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was unable to be performed as the relevant device and event information was unknown. A definitive root cause was unable to be determined; however, the reason for the revision reported was likely due to a failed rotator cuff. The cause of the rotator cuff failure cannot be conclusively determined but may be related to an underlying patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. The following sections were corrected: h6: medical device problem code.